Manufacturer narrative:
Customer report was not confirmed. The catheter was received cut off at 6 centimeter area from the tip; however, it was initially reported that it was difficult to insert the catheter, and the catheter was cut and re-inserted into the patient. There was no other visible damage and kinks observed to the catheter body. There was no missing part of the catheter missing. The interlumen leakage was not confirmed from all lumens. A device history record review was completed and documented that the device met all specifications upon distribution.

Event description:
Revision surgery - old liner was worn, doctor wanted to replace.

Event description:
It was reported that after the catheter was inserted approximately 4.5 centimeters deep and fixed, the injection resistance of the proximal lumen was high and leakage of the medicinal solution was observed at the insertion site. It was further indicated that the catheter was replaced. It was also reported that it was very difficult to insert the catheter for this patient, the catheter was cut and guidewire was inserted into the distal lumen, the catheter was inserted by the seldinger method. It was also reported that additional medication heparinized saline was adminstered to the patient. It was reported that the medication that was being used was heparinized saline, the event occurred before it was connected to IV circuit.